Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the issue, and advised the customer to continue using the pump and to call back if any malfunction recurred.